Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge and was unable to obtain an ECG signal via multifunction cable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical corporation and the customer's report was unsubstantiated. The device passed full functional testing including defib shock testing without duplicating the report. Review of the log found several occasions where the device would not shock due to the multifunction cable was not shorted and the charge button was not pressed. There were no instances where a patient/simulation shock was performed. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.